Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the programmer not working was unknown. The patient stated that the device stopped working in 2017. They advised their doctor (who implanted the device) and was told the no longer accepted their insurance and could not help the patient. The doctor offered no resolution or referral to another doctor. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working and the battery was dead. Additional information was received from a healthcare provider indicating that the patient indicated their device did not work anymore and was non-functional. The caller also stated the patient programmer stopped working. No patient symptoms were reported. Additional information was received from the patient. They reported their stimulator had not been working for a while, that it had malfunctioned a couple of years prior and they couldn't get the doctor to take it out due to insurance. They were going to try to get it fixed, but didn't. No patient symptoms were reported. No further complications were reported or anticipated.